Manufacturer narrative:
A ge rep evaluated the system and reseated fuses, chips and pcbs. System operates as intended.

Event description:
Customer reported intermittent no fluoro. No pt injury was reported.